Event description:
It was reported during standard evaluation of lead, the phsyician noticed that the helix could not advance. Consequently, this lead was not implanted another lead was selected and used to treat the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): the analyst noted that there appears to be some plastic material within the sleevehead. This may have contributed to the helix's inablity to extend or retract; however, with multiple variables affecting the helix functionality, this has not been confirmed as the causal factor; full lead returned and analyzed.